Event description:
It has been reported to philips that the table brakes were inactive at start-up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the table breaks were not active at the start-up. The issue got resolved after three reboots. Review of the log file showed no faults except with the start of the side bar. The fse reinstalled the geo io box module. After reinstallation of the geo io box module, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information collected, the system was outside clinical use when the issue occurred. The unavailability of the brakes leading to a loss of movement outside clinical use which got resolved by few restarts is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.